Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1808000 port allegedly stretched. The information was received from a single source. This malfunction involved a patient with no consequences. Age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 1808000 port allegedly experienced failure to unfold. The information was received from a single source. This malfunction involved a patient with no consequences. Age, weight and gender were not provided.